Event description:
It was reported that during a pci treatment procedure, the tip of the luge 300 cm j-tip guidewire fractured and remains in the pt's body. The lesion being treated was located in the right coronary artery. Following successful lesion intervention, while the physician was removing the luge guidewire, the tip completely fractured and remained inside the acute obtuse marginal / ramus branch coronary arteries. The physician elected to leave the wire fragment in place, and monitor the pt in the hosp, rather than attempt to remove the wire fragment. The procedure was successfully completed.